Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "breakage of the prosthesis pair". It is unknown if the device was explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: underweight, broken shell and red particles in the shell. A visual and microscopic analysis was performed which identified: sharp broken, missing shell (0-25%) and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported "breakage of the prosthesis pair". It is unknown if the device was explanted. This record is for the right side.